Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that noise leading to oversensing was observed on the atrial lead. The atrial lead was capped (B)(6) 2021 and replaced. The patient was stable.